Event description:
It was reported that the patient experienced a perforation of the right ventricle from the right ventricular (rv) lead, causing pericardial effusion. Following implant, the pre-discharge interrogation showed increased and high rv lead thresholds. X-ray showed dislodgement. The patient was discharged and was scheduled for a lead revision. The patient was readmitted to the hospital two months later due to accelerated junctional rhythm. Chest x-ray and echocardiogram showed the perforation and effusion. The patient underwent a pericardiocentesis procedure, and the rv lead was removed and replaced. The patient was taken to the intensive care unit for monitoring. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).